Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed due to a large amount of water in the air gas module. The reported issue has been confirmed during evaluation of received problem description. Customer did not request for any service on site and there is no information if the problem was resolved or not. Based on the information above this customer product complaint will be closed.

Event description:
It was reported that there was water in the ventilator's air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).